Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guidewire was able to be confirmed by the photo, which shows a guidewire in a clinical setting with definite signs of use. Several kinks in the guidewire body can be seen in the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2025, (B)(6), when using our cvc, they found the swg kinked. It can't used. They changed to a new one to resolve the issue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that " on (B)(6) 2025, (B)(6) hospital affiliated to (B)(6) medical university, when using our cvc, they found the swg kinked. It can't used. They changed to a new one to resolve the issue." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)